Event description:
New information received noted that the lead exhibited high capture threshold. Even when programmed to maximum output, the lead exhibited intermittent capture. The physician suspected there was micro-dislodgement. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Event description:
New information received noted that no intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece and was measured to be 57.6 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested, but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture.